Event description:
Per the report received from germany, edwards received notification of a pascal precision procedure in mitral position. Seven years post procedure, there was a reported "loss of capture", and a reintervention was performed. Patient had dmr (degenerative mitral regurgitation) and a extremely long pml (posterior mitral leaflet). A single pascal device was implanted in medial a3/p3 position during the index procedure. Seven years later, the pascal "lost capture" from the pml, but was still grasped with no slda reported. The patient underwent a re-do procedure. During the reintervention with a pascal ace device, several attempts were done, however, no grasp - neither medially of the pre implanted pascal nor laterally of it - could achieve a visible reduction. Hence, bail out of the ace was performed. Mitral regurgitation was severe, and remained like that post procedure. Patient was in stable condition post procedure. A surgery was recommended to the patient; however, no final decision has been taken at this time.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. This is MDR 1 of 2 for this event.

Event description:
As per clarification, the cause of the lost of capture was unclear if related with a worsening of native disease or a deterioration in leaflet capture.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, d4 (model not commercial) g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative: upon review of additional information received, this MDR will be voided since now it is known that the device model number involved with this event is 10000is which is not commercial. The complaint will remain, but the MDR will be voided/retracted.